Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR# 2134265-2010-01035. It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The 3.50x24mm veriflex stent delivery system (sds) was being prepped and during the attempt to insert the guidewire it was noticed that the stent dislodged inside the protector hoop. The procedure was completed with another device. There were no patient complications and the patient condition was listed as "good".

Event description:
Same case as MFR# 2134265-2010-01035. It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The 3.50x24mm veriflex stent delivery system (sds) was being prepped and during the attempt to insert the guidewire it was noticed that the stent dislodged inside the protector hoop. The procedure was completed with another device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the balloon. The stent was partially positioned inside the stent protector. An examination of the stent found that the stent was bunched and damaged. An examination of the stent protector identified no issues. The stent could be removed from the protector with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).